Event description:
The report indicated that while inserting the orbit galaxy complex xtrasoft 2.5 x 3.5cm coil (B)(4) in an excelsior sl10 microcatheter (boston scientific), there was severe resistance therefore, the coil was removed. Once the coil was out of the body, it was found unraveled. The procedure was continued using another coil (same size, lot# unknown) and was successfully completed without any difficulties. An adequate continuous heparinized flush was maintained through the mc at all times, and no kinks were noted on the mc that may have contributed to the event. The product is not going to be returned for evaluation. The procedure was coil embolization of the anterior communicating artery with a vessel that was heavily tortuous. No further information was provided.

Manufacturer narrative:
While inserting the orbit galaxy complex xtrasoft 2.5 x 3.5 coil (640cx2535/ 13500297) into an excelsior sl10 microcatheter (boston scientific), severe resistance was encountered necessitating removal of the coil. Upon removal of the coil it was found to be unraveled. The procedure was coil embolization of a heavily tortuous anterior communicating artery. An adequate continuous heparinized flush was maintained through the mc at all times and no kinks were observed in the mc. The procedure was continued using another coil and was successfully completed without any difficulties. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 13500297 the following was found. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing.